Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported patient effect of recurrent mr appears to be related to the slda, and dyspnea is a cascading effect of the recurrent mr. Mr and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Three mitraclips were implanted, reducing mr to a grade of 1. On (B)(6) 2025, two weeks post procedure, the patient present to the hospital with shortness of breath. A transthoracic echocardiogram (tte) was performed and revealed that the third implanted clip had detached from the posterior mitral leaflet (pml) and remained attached to the anterior mitral leaflet (aml) (single leaflet device attachment/slda), increasing the mr to a grade of 4.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Three mitraclips were implanted, reducing mr to a grade of 1. On (B)(6) 2025, two weeks post procedure, the patient present to the hospital with shortness of breath. A transthoracic echocardiogram (tte) was performed and revealed that the third implanted clip had detached from the posterior mitral leaflet (pml) and remained attached to the anterior mitral leaflet (aml) (single leaflet device attachment/slda), increasing the mr to a grade of 4.